Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in use condition without the original packaging. Visual and functional testing showed no unusual conditions. The device was inflated with air, functioned as intended and was within symmetry specifications. The complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action taken since the complaint was not confirmed.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the rn tested the pediatric tracheostomy by putting 1ml of sterile water into the cuff of a 3.5 trach to ensure the balloon was working properly. The balloon only fills with the water on one side. When rn aspirated the balloon, she did not get back the full amount that had been put in. Rn did not perform the trach change on the patient. Event took place all during testing, no patient involvement reported. No adverse effects reported.